Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure while the patient was in the operating room under anesthesia, after docking before starting the procedure with surgeon console, while the surgeon tried to attach the bipolar maryland forceps (bmf) to the instrument drive unit (idu), the system did not recognize the bmf. The surgeon attempted to attach the bmf multiple times without success. When they tried attaching the secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing the surgeon to proceed with the surgery. It took five minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Updated information: d9 (return date), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps. Visual inspection of the bipolar maryland forceps noted there was corrosion noted on one of the electrical contacts. There was no damage noted to the jaws of the instrument. There was no damage noted on the cables that manipulate the jaws. Functionally, the jaws were manipulated into multiple position (full positive pitch, full negative pitch, full positive yaw, and fully negative yaw) in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. The observed corrosion damage could be caused by misuse of the sterile interface module and bipolar maryland forceps. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event was an external impact, fall or improper use of the bipolar maryland forceps. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, while the surgeon tried to attach the bipolar maryland forceps(bmf) to the instrument drive unit(idu), the system did not recognize the bmf. The surgeon attempted to attach the bmf multiple times without success. When they tried attaching the secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing the surgeon to proceed with the surgery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred after docking but before starting a robotic laparoscopic prostatectomy procedure, but with the patient in the operating room and under anesthesia. Tried to attach the bipolar maryland forceps to the sterile interface module and instrument drive unit, but the system did not recognize the bipolar maryland forceps. Attempted to attach the bipolar maryland forceps multiple times without success. When trying to attach a secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing to proceed with the surgery. It took five minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs did not show any record of the bipolar maryland forceps. An error code for 'no attached instrument - motion limits' was noted on the arm cart assembly. This can indicate an instrument connectivity issue. Visual inspection of the returned bipolar maryland forceps noted excessive corrosion on all of the pin pads. There was no damage noted to the jaws or on the cables that manipulate the jaws. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed, but the bipolar maryland forceps was unable to be read after four attempts. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to external impact or fall, compromising the structural integrity of the instrument, and preventing communication between the sterile interface module and instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.